Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. In the photo provided, it appears that the handle spool is higher up on the handle stem while the cups are still in the open position, however without the device we cannot determine the cause for the cups not closing. The complaint is confirmed based on not enough evidence to disprove the customer's report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a gastric biopsy procedure, the physician used a cook captura biopsy forceps without spike. After passing through the work channel to perform the gastric biopsy, the forceps were opened for collection of the material and no longer closed, even with the opening and closing movement. The forceps were kept open, and the endoscope was removed [from the patient] to remove the forceps from the working channel.